Event description:
The customer reported the system shuts down during fluoroscopy. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an investigation. The reported issue could not be duplicated. Onsite investigation reveal that no cause could be determined. The system was tested and found to be working as intended and put back into service.